Event description:
It was reported that the right ventricular lead exhibited oversensing noise causing disruption to pacing cycle. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.